Event description:
It was reported that the patient was experiencing pain. The patient underwent an ipg replacement. The patient was doing well post-operatively. The explanted device was discarded by the facility.